Event description:
Patient was in medical specialist CT dept for a CT of abdomen and pelvis: as I was starting the IV, I accessed the vein with no problem and got blood return in my needle. As I went to advance the catheter, I felt resistance. I pulled back on the cath/needle to make sure I still had blood return but still felt resistance on 2nd try. I went to remove the needle and catheter and when I did half of the cath was missing. In 2009 - sent to dr's office and had am ultrasound of right arm. Patient was then sent to the medical center for CT of chest/abdomen/pelvis to determine where broken catheter was in patient's body. Two days later - patient had broken catheter removed by venous cutdown at another medical center. Diagnosis or reason for use: to administer CT IV contrast.